Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va15bn3, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information from the healthcare professional (hcp) via manufacturer representative (rep) reported they were not able to proceed with the use of the interstim due to the patient¿s status. The rep noted the hcp believed the patient was discharged from the hospital to hospice care. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va15bn3, implanted: (B)(6) 2017, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had interstim advanced evaluation and they were medically unstable in recovery, including respiratory difficulty. Patient was being transferred to adjacent hospital and interstim was never turned on. Patient was under general anesthesia during procedure. Doctor and patient would notify representative about recovery. Patient remained in ICU and was intubated at the time of update. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient¿s aspiration pneumonia was not related to their device. They stated that the patient accidentally aspirated jello while eating a few hours post-operation. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15bn3, implanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that part of the issue was aspiration in the recovery room. The cause of the unstable recovery was aspiration pneumonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the aspiration pneumonia led to an anoxic brain event while in the ICU. The patient went into cardiac arrest. No further complications are anticipated.